Manufacturer narrative:
The complaint sample was not returned for evaluation and the product lot number was not provided. Additional information has been requested but has not been received. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A consumer reported, "this contact solution permanently damaged my eyes" in response to a social media advertisement for the contact lens solution. No additional information was made available regarding the specific product (lot number), circumstances, or any associated medical evaluation/treatment. Additional information has been requested but has not been received.